Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported passing out in their kitchen. The implantable pulse generator (ipg) device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.